Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the locking arms of the cuff lock. (B)(6) was returned assembled with the cuff lock in the fully locked position despite the returned mini apical cuff not attached. Visual inspection of the cuff lock locking arms revealed that they were visibly bent out towards the lock-out position. The cuff lock slid freely when manipulated; however, the bent locking arms allowed the lock to travel to the fully locked position with minimal resistance. The o-ring that seals the interface between the inflow cannula and the mini apical cuff was present and appeared free of damage or defect. Visual inspection of the mini apical cuff revealed no atypical damage to its hardware or silicone antirotation features. The cuff lock was overlaid on a 1:1 scale drawing and confirmed that both locking arms were bent out of specification towards the fully locked position. The evaluation could not conclusively determine when or how the locking arms became bent out of specification, however, applying a high load to the cuff lock during connection has the potential to cause a permanent deformation of the locking arms. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent arms, found no deviations in manufacturing or quality assurance specifications. Prior to disassembly of the pump, the returned mini apical cuff was secured to the cuff lock mechanism. The cuff lock engaged without issue with the yellow indicator not visible. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The cuff lock assembly was reassembled, and the returned mini apical cuff was connected. The cuff lock engaged easily without issue. The evaluation was unable to determine when or how the cuff lock arms became bent. The relevant sections of the device history records for (B)(6) were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 06mar2021. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 5, entitled ¿surgical procedures¿, contains information including preparing the ventricular apex site and inserting the pump in the ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the surgeon was unable to affix the mini apical cuff on (B)(6) 2021 due to damage on the heartmate 3 closing mechanism. The pump was to be returned for inspection. A new heartmate 3 pump and apical cuff were placed.